Event description:
Procedure: liver resection. Patient sex: unk. According to the reporter: the instrument could not be open. The instrument was fired and could not be removed from the tissue. The instrument had to be cut off from the tissue. Or time was extended by one hour.